Event description:
Ous MDR. After an implantation period of approx. 61 months impedance measurements less than 200 ohms were reported. Via remote monitoring impedance issues of shock coil vd were observed and a follow-up shows several episodes of oversensing in the rv channel. Biotronik has no information in regards to a revision.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided shock coil continuity trend curve showed multiple decreases from around 350 ohms to less than 200 ohms between december 2017 and july 2018. Furthermore the available iegm demonstrated artefacts on the right ventricular channel leading to oversensing as reported in the complaint text. The provided x-ray images were inspected without any identifiable damage. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Lead was explanted on (B)(6) 2021 and returned for analysis. Upon receipt, the lead under complaint was found capped 17 cm distal to the is-1 connector pin. All fragments were received for analysis. An extraction aid was found in the distal lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal region of the distal fragment was found damaged due to wear, which is assumed to be the root cause of the reported oversensing and low impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis demonstrated a damaged suture sleeve, which most likely resulted from the surgery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.